Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2013-03258, 1627487-2013-03259 and 1627487-2013-03260. The patient received 4 scs leads, 2 have different lot numbers and 2 have the same lot number. It was reported the patient is experiencing heating at his scs ipg pocket site while using system stimulation and laying flat on his back. It was also reported the patient is no longer receiving effective stimulation. The patient's peripheral (off-label) scs lead stimulation has moved. Additionally, the patient has lost weight since implant and the scs extensions can be felt through the patient's skin. Moreover, the patient's epidural scs leads are providing stimulation on the patient's right side but not left. The patient is to consult with a physician to address the issues.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.